Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and was on critical override. A technical support specialist (tss) accessed the server remotely and reviewed the critical override history, confirming that station had entered a critical override due to a synchronized delay, which cleared a few hours later. The tss connected to the station and verified that the critical override was no longer displayed. The logs were checked and showed no data synchronization errors. The customer confirmed that the issue was resolved and that technicians had already checked the station. The station was functioning normally, and the case was marked complete. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the station was not communicating and was in critical override. The customer checked all plugs, and the yellow and green lights on the back of the cabinet were flashing as usual. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.